Manufacturer narrative:
At the time of the initial implant the nalu representative attending the procedure reports that both the ipg and the leads were sutured into place and there were no concerns around the implant procedure or techniques. The patient is noted to have good tissue quality at the implant site to support the device. There are no events leading up to the change in connectivity and the patient was reported to have been compliant with post-implant recovery instructions. No specific reason has been identified for the ipg to have moved. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. After activating the system, the patient later reported some difficulties maintaining connection between the implantable pulse generator and the external therapy discs. Assessment while the device remained implanted determined that the ipg had migrated beyond the recommended depth for optimal connectivity and had also rotated to no longer be seated parallel to the skin surface. Various methods of external device fixation were attempted as troubleshooting and failed to improve the connectivity between devices. On (B)(6) 2026, a surgical revision was performed to remove the migrated system and place a new nalu system at the intended nerve target and with the ipg placed superficially and parallel to the skin surface.